Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the device fractured. The device shows signs of use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a femur fracture procedure, one (1) 4.0mm short ao pilot drill broke. The broken drill was removed from the patient using pliers. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the 4.0mm short ao pilot drill was fractured and the fractured piece was returned. The visual also indicates signs of wear and use. The clinical/medical investigation concluded that the requested clinical documentation was not available and the current patient status is unknown. Based on the limited information provided, no clinical factors were noted to have definitively contributed to the event patient impact beyond the reported drill (tip) breakage, removal with pliers and use of a s+n backup device to complete the procedure would not be anticipated as no patient injury or surgical delay was reported. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.